Event description:
An olympus representative reported to olympus, on behalf of the customer, the hd autoclavable camera head had no image during a cystoscopy biopsy. The procedure was completed and "went well" according to the customer. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, a faulty cable causing damage to the charge-coupled device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.